Manufacturer narrative:
The facility did not request service, however a replacement footswitch was ordered. The footswitch was received and a visual assessment of the returned footswitch did not reveal any nonconformity. The footswitch was tested and passed all testing. Therefore, the customer reported nonconforming footswitch due to the buttons sticking could not be replicated or confirmed. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch or system. The root cause is unk. (B)(4).

Event description:
A customer reported that during surgery, there were problems with the footswitch. The footswitch was exchanged and the surgery was completed. There was no impact to the pt.